Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the reservoir was not staying in the insulin pump. The o-ring in the reservoir compartment was broken. He was taping the reservoir in the insulin pump. Customer's blood glucose level was not reported. The device was not returned.